Event description:
A tech reported a case of an undercorrection after bilateral lasik. The pt had very large pupils and the surgeon chose to use a 7.0 optical zone (oz) as opposed to the standard 6.5 (oz). This report references the left eye. Another report will be filed for the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).